Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation. The system board was replaced. The device was recertified and returned to the customer. The suspect system board was returned to zoll medical corporation, united states for evaluation. The malfunction was attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.